Event description:
On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm . It was reported the pxa230300 was implanted for distal extension on the pxc201000 implanted in the left common iliac artery. On (B)(6) 2013, follow-up imaging identified aneurysm enlargement (amount unk) and a type iii endoleak between the pxc201000 and pxa230300. It was reported the pt's aorta had remodeled and shrunk since the implant procedure, and this remodeling may have caused the component disconnection. On (B)(6) 2013, and additional procedure was performed whereby two additional contralateral leg components were implanted to bridge the pxc and pxa. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxa230300/06716796.